Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet after a recent switch from u100 to u200 insulin and a change from a 23-inch teflon inset to a steel cannula infusion set, with a highest reported blood glucose of 248 mg/dl and confirmation that dosing resumed properly after tubing inspection and a fill sequence. Symptoms included elevated blood glucose without acute complications. Outcomes included self-management without hospitalization, medical intervention, or use of backup therapy, and fingerstick confirmation that glucose began to decrease to 224 mg/dl. Investigation included troubleshooting and user education performed remotely, including algorithm review, infusion set and tubing checks, and device dosing verification. Investigation of this case revealed no device malfunction and a cause that remained unclear. It was concluded that the event was user-reported hyperglycemia with unclear etiology and that the device functioned as intended following troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.